Manufacturer narrative:
Information provided shows the device was returned, however, it is unable to be located. Attempts to locate the device have been unsuccessful. If the product is found the complaint record will be reopened and the product will be analyzed. As the reported solero 19cm probe was not able to be evaluated, the customer's reported complaint description "cooling was insufficient "cannot be confirmed. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Lot history review (lhr): a review of the lot history records was performed for the reported solero mta applicator manufacturing lot for any deviation in manufacturing process related to the reported defect of the complaint. The review confirms that the device met all material, assembly, and performance specifications at the time of manufacture. The instructions for use, which is supplied to the user with the solero applicators ,contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue.". Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the solero probe assembly process was performed to determine how assembly of components can affect fluid flow through the device. A process modification was performed for the inserts used to align the insertion of the semi-rigid/tc into the shaft. The new inserts were implemented beginning with the following lot 5450599. The probe device in question was manufactured before this change. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of trend will continue to be monitored. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
During a microwave ablation utilizing a solero system, the unit displayed a cooling error message. The device was removed and the treating physician determined to abort the procedure. There was no harm or injury to the patient due to this event. This event was determined to meet the criteria of a reportable event as the patient did not receive treatment. There was a potential patient safety risk of unnecessary sedation. It was reported the disposable device is available for return to the manufacturer for evaluation.